Manufacturer narrative:
The device was received by manufacturing and is currently undergoing preliminary evaluation. This report will be updated when evaluation is complete.

Event description:
Nellcor was informed the user reported the hub separated from the outer cannula. No patient harm was reported.